Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy procedure, for the first firing, when clamping the tissue and trying to fire, the device was unable to be fired. And when looking at the cartridge, it was noted that there was a possibility of pre-fire. But it was said that the doctor had not fired the device. A new device was used to complete the case. There was no injury.